Event description:
A customer reported encountering an error with their continuous glucose monitoring (cgm) system, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to perform a pump reset, after which the error did not recur.